Manufacturer narrative:
Device implanted and explanted the same day. The investigation could not be completed, no conclusion could be drawn, as no product is just entering the eval system. Without a lot number the device history records review could not be completed.

Event description:
Hospital advised that after implanting the 4.0 mm cannulated screw long thread/44 mm into the patella and x-ray was taken. Surgeon noted the tip of the screw "had expanded." The surgeon removed the screw and replaced it with a 42 mm screw.